Event description:
A patient reported blood glucose results of "573 mg/dl, 107mg/dl and 125 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips and control solution were replaced.